Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was resetting information when he input his basal rates. Blood glucose level at the time of the incident was 36 mg/dl. During troubleshooting, the customer was able to successfully program a test bolus. The insulin pump was not replaced or returned for analysis.